Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The returned pacemaker device was analyzed and an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. Having met the engineering longevity prediction, functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Event description:
It was reported that this pacemaker previously showed six years remaining longevity. During the recent device check, the device showed four and a half years remaining longevity. Analysis showed that the device appeared to be consuming more power during periods of higher right ventricular (rv) pacing percentages. The right ventricular (rv) was in a suspended state as well and this was causing the increase in power consumption seen. Boston scientific technical services (ts) discussed may want to consider managing right ventricular (rv) threshold without auto as appeared to be running extra tests. Subsequently, the device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker previously showed six years remaining longevity. During the recent device check, the device showed four and a half years remaining longevity. Analysis showed that the device appeared to be consuming more power during periods of higher right ventricular (rv) pacing percentages. The right ventricular (rv) was in a suspended state as well and this was causing the increase in power consumption seen. Boston scientific technical services (ts) discussed may want to consider managing right ventricular (rv) threshold without auto as appeared to be running extra tests. The device remains in service. No adverse patient effects reported.